Manufacturer narrative:
Continuation of d10: product ID 97755, product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755. G2. Foreign: united kingdom this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that they observed multiple error screens on their patient controller. It was also reported that it was taking the patient ¿hours to charge¿ and that it was ¿burning my back as the charger gets very hot.¿ a variety of patient controller screen pictures were provided that documented the following error messages: no device found ¿ screen 16, trying to recharge ¿ screen 50 (with a charge intensity of 2), replace the controller batteries soon ¿ screen 70, and software problem ¿ screen 99 with line details of 1 ¿ intellis, 2 ¿ 3.5, 3 ¿ 1558, and 4 ¿ appmanager.c. Additionally, an all-white, blank screen was observed on the patient controller. The manufacturer redirected the patient to their healthcare provider (hcp) to check whether the patient controller and/or recharger telemetry module(rtm) were working as intended. No further complications were reported or anticipated. Additional information received stated that there was a "broken battery pack." A replacement patient controller and rtm were sent to the patient as a result of the event. There were no further complications reported or anticipated.